Manufacturer narrative:
On april 4 2018, haemonetics received notification of an incident in which a donor was hospitalized on (B)(6) 2016 following a plasma donation that was completed earlier that day. The donation center reported that the plasma donation was completed successfully, however at the end of the plasma donation, a leak was observed as plasma was found on the lid of the pcs2 machine. The customer did not have the disposable units available to be returned for evaluation. The leak had occurred external to the device, the device does not monitor for the presence of fluid external to the chassis of the machine. The fluid spill sensor is designed to detect fluid within the enclosure of the centrifuge, there was no failure reported in the performance of the fluid spill sensor. The donation center's technician performed the device decontamination and evaluation prior to returning the unit to service, haemonetics supplied the center with a replacement centrifuge lid fixture. With the information that is available from this incident, there is no clear evidence that the plasma collection procedure caused the post-donation event. The donor had reported no signs or symptoms of an adverse event or injury following the plasma collection procedure. The donor left the premises in a healthy condition. If over collection did occur, it is possible that the donor suffered a volume-related complication. Details about the donor's treatment received were not provided, follow up attempts made by the collection center to contact the donor were unsuccessful.

Event description:
On april 4 2018 haemonetics received a report of an incident in which a donor was hospitalized after an unknown amount of time following a successful plasma donation using the pcs®2 plasma collection system on (B)(6) 2016. The donor reported no adverse event or symptoms during the donation or at any time while on the premises following the donation. The donation center received notification via phone of a donor's hospitalization which occurred some time after the donation was successfully completed. It was reported to the donation center that the donor received treatment in the ER. Details about the donor's event and treatment were not provided. Follow up attempts to contact the donor were unsuccessful. The donation center initiated a plasma overharvest investigation due to the unit reaching target plasma volume, when a plasma leak was observed at the end of the process. Plasma was observed on the top of the machine and on the cart, indicated a possible over harvest. The plasma container and collection harness were not retained for evaluation.